Manufacturer narrative:
Failure analysis performed a basal and bolus delivery accuracy test, which confirmed excessive delivery of the programmed amount of fluid. The insulin pump history file was viewed and numerous motor error and no delivery alarms were noted. The trace files were viewed and the information in the insulin pump's memory suggests that exposure to a high magnetic fields occurred, which may have caused the vibration motor to become demagnetized and the pump motor encoder wheel to become demagnitzed in a symmetrical pattern. It was concluded based on the finding that the product could have not shipped in this condition.

Event description:
The customer called to report repeated motor error alarms. The customer stated he had been having low blood glucose levels ever since the motor error alarms began. The customer mentioned he works at a hospital where the insulin pump is at times near x-ray or ultrasound machines. The customer also mentioned that the insulin pump was dropped to the floor when it accidentally came off the belt clip. Nothing further was reported.